Event description:
It was reported that a patient experienced a subarachnoid hemorrhage (sah). Twenty-four hours after a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation with a farawave pulsed field ablation catheter, the patient exhibit symptoms of subarachnoid hemorrhage (sah). The patient had no sensation below the t12 level of the spine. The patient underwent a magnetic resonance imaging (MRI) examination that found a thoracic spine hematoma rupture as the cause of the sah. The patient consciousness is clear and it's recovering the movement sensation in the lower limbs. The device was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.